Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # v515928, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that they had an appointment for the beginning of october because it was not working and hadn¿t been working. Relevant medical history included interstimulation-other. Follow-up was performed to determine what actions were taken to address the event and if the issue was resolved. This event will be updated if additional information is received.